Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a loss of therapeutic benefit with their bladder symptoms as they had reverted back to where they were prior to implant. The patient reported they had fallen on their back in 2015-11 but it didn't seem to have any effect on the therapy. The patient did not feel stimulation, however they reported they had preexisting progressive spastic paraparesis which made it difficult for them to feel below their belly button. The therapy was confirmed to be on and was at somewhere around 3.0v which the patient had increased to 3.6v. The increase still hadn't helped and they still couldn't really feel it. The caller stated when they increase stim too much it causes soreness when they urinate. The patient changed their settings from program #1 at 3.6v to program#2 at 1.3v, which felt good and tingly and not sore like the other program. The patient was to follow up with their healthcare provider (hcp) if changing the settings did not help with their symptoms, and the patient noted they didn't have an appointment until (B)(6). The patient later reported they were not sure about the circumstances that led to the loss of therapeutic effect. The patient stated they had fallen on the first of december, however the therapy worked after that until the first of january when it seemed on and off for feeling stim. The patient had increased it a bit on #6 and that was when it hurt to urinate. The patient had cut it back and after a while it seemed to not work. They were now on program #2 and could feel it most of the time, but were still not getting the results they wanted. The patient stated that at night they seem to get up "by clocks". The patient was still changing the strength on program #2 to not be uncomfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.